Event description:
It was reported that the patient presented to the emergency department after experiencing near syncope. Upon review, the device could not be interrogated. The device was explanted and replaced. The patient condition was stable.